Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that in the last month, the patient felt that the battery was heating up when the stimulator was turned on. The patient felt it heat up when charging and with regular use. It was noted no troubleshooting had been performed as the patient did not bring their recharger to the appointment. The patient reported a warming sensation at the right side implant location, and did not say it was ¿burning.¿ the cause of the heating was not determined, though the patient was said to be fine and receiving effective therapy.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. Since the ins was returned and the representative noted that they were aware of a complaint against the product, this event is considered a serious injury. No further complications reported.

Manufacturer narrative:
Product ID: 37713, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.